Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event(s) of an unknown hernia. The cause of the patient¿s hernia or when it developed is unknown; therefore, causality cannot firmly be established. Despite no direct allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the serious adverse events. The patient¿s liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s unknown hernia. Limited follow-up information precluded a more comprehensive investigation. Abdominal hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of a pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing frequent drain complications and underwent a surgical repair of an unknown hernia (type / location / formation date unknown). Follow-up with the patient¿s previous clinical manager (cm) revealed during the surgical hernia repair the decision was made to remove the patient¿s pd catheter (not a fresenius product) and transition the patient to hd due to scar tissue and adhesions. Per the cm¿s recollection, the patient recovered from the events and continues to undergo incenter hd. Additional information was requested, however the pdrn was unable to access the patient¿s electronic medical chart.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 8/oct/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing frequent drain complications and underwent a surgical repair of an unknown hernia (type / location / formation date unknown). Follow-up with the patient¿s previous clinical manager (cm) revealed during the surgical hernia repair the decision was made to remove the patient¿s pd catheter (not a fresenius product) and transition the patient to hd due to scar tissue and adhesions. Per the cm¿s recollection, the patient recovered from the events and continues to undergo incenter hd. Additional information was requested, however the pdrn was unable to access the patient¿s electronic medical chart.